Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the clip was difficult to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on may 27, 2019 it was reported that the resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, as the clip was opened, one of the clip arms fell into the patient. Reportedly, the detached clip arm was retrieved from the patient body and disposed. Additional information received on (B)(6) 2019 it was reported that the resolution 360 clip was used in the stomach.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was difficult to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.